Event description:
It was reported that a patient evaluation subsequent to implant of the right atrial (ra) lead suggested that the ra lead was pacing and sensing the right ventricle. It was concluded that the ra lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.